Manufacturer narrative:
The customer¿s reported complaint of an infusion of amiodarone inadvertently stopping with no alarm was not replicated during testing. However, a review of the logs confirmed that the infusion did stop on the date of the event. Examination under magnification of the suspected female iui connector identified the presence of contamination on the connector contact pins. Log analysis results confirmed the incident was associated to a channel disconnected event during an infusion of amiodarone on (B)(6) 2019 at 11:24 am. Returned pump module test results demonstrated the unit passing channel disconnect replication testing even though contamination was identified on the female iui connector pins. Channel disconnect events can be difficult to recreate due to the inherent wiping action that takes place each time the device is attached to another device. This wiping action often displaces the contaminant. The cause of the reported infusion stopping is believed attributed to the presence of contamination observed in the female iui connector pins.

Event description:
It was reported that the pump stopped infusing amiodorone with no alarm, in the middle of a heart catheter coronary intervention. The staff had to find another pump and intervene with IV push medications while the patient became more arrythmogenic . The pump was programmed using the weight based protocol from the drug library. Although requested, no other information has been received.

Manufacturer narrative:
Cont'd from g.3: manager - heart and vascular center correction on initial report: b.1 & h.1 additional information provided: b.2 & g.3 although requested, no further information was given regarding patient demographics (a.1, a.4). The customer's report of the pump module infusion stopping without producing an alarm was not confirmed. Physical inspection of the device noted unidentified film contaminants on the male iui connector contact pins. No other obvious issues or anomalies were observed. Review of the log analysis shows the pcu powered on at 10:00 pm on 19 feb 2019, a day prior to the reported incident. The profile in use on the day of the alleged incident was identified as ¿adults¿. On (B)(6) 2019, the pump module was programmed with two separate infusions while assigned to channel a. The first infusion was programmed at 11:26 am, and a second infusion was programmed at 11:51 am. . Both infusions showed programmed using guardrails IV fluids with the medication maintenance ivf. The first infusion, closest to the time of the reported incident was programmed at a rate of 125ml/h. This infusion was noted delivering medication until the pump was channeled off after approximately 10 minutes. The second infusion was programmed at a rate of 3.8ml/h and delivered medication for 5 minutes. The system was powered off at 11:58 am. Functional and rate accuracy testing found the device operating within specification. The root cause of the customer¿s report of an infusion stopping inadvertently, without exhibiting an alarm was not determined.

Event description:
It was reported that the pump stopped infusing amiodorone with no alarm, in the middle of a heart catheter coronary intervention. The staff had to find another pump and intervene with IV push medications while the patient became more arrythmogenic . The pump was programmed using the weight based protocol from the drug library. Although requested, no other information has been received.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the pump stopped infusing amiodorone with no alarm, in the middle of a heart catheter coronary intervention. The staff had to find another pump and intervene with IV push medications while the patient became more arrythmogenic . The pump was programmed using the weight based protocol from the drug library. Although requested, no other information has been received.